Event description:
It was reported that the physician's programming tablet was giving a message "unable to open port" upon attempting device interrogation. It was reported that when a known working usb cable was used with the tablet no further issues were identified. The physician was provided a new usb cable and the nonfunctional usb cable was received for analysis. Analysis of the usb cable was completed on 01/07/2015. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.